Manufacturer narrative:
The surgical guide was manufactured correctly according to the dentists prescription. No device problem could be identified. The planned implant position #4 was placed into an extraction socket. The drill might have slit along the socket walls and changed the drilling direction, if the guide was not held in place during surgery.

Event description:
The reporting dentist has used a sicat surgical guide (sicat optiguide) for preparing an osteotomy (drill hole for accomodating a dental implant) for a dental implant of type astratech os ev s. However, the implant (tooth #4) perforated the bone of the upper jaw. The dentist removed the implant and grafted the site and will let it heal.